Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2021. If explanted, give date: unknown/not provided, but best estimate was week of (B)(6) 2021. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted about 3 months ago, and explanted this week due to patient being an artist found that the "contrast" quality was not there after iol was implanted. The suspect iol was replaced with another johnson & johnson eyhance monofocal. This patient is doing ok. Suspect iol is not being returned. No other information was provided.